Manufacturer narrative:
Incorrect implant kit was opened for a bilateral total knee replacement. The right knee implant kit was shipped and opened and the surgery was scheduled for the left knee. The pt was under anesthesia and the left knee was incised at the time the error was realized. Surgery was rescheduled. Review indicates that shipped implant kit was correctly identified as right knee implant.

Event description:
Incorrect implant kit was opened for bilateral total knee replacement. The right knee implant kit was shipped and opened in the surgery and scheduled for the left knee. The pt was under anesthesia and the left knee incised at the time the error was realized.